Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer reported that they kept receiving no delivery alarms even after changing the reservoir multiple times. The customer mentioned that the reservoir was bent after being connected. The customer's blood glucose was unknown at the time of call. The reservoir will be returned for analysis.